Event description:
It was reported the patient felt a shocking or jolting sensation following diathermy treatment two weeks prior to report. It was stated the patient had them stop diathermy and since she had felt shocks around the ins. Reportedly, on (B)(6) 2013 the patient got into her ¿hot car¿ and the seat was hot and she felt the most shocks then, "it wasn't continual but it was zapping her here and there." It was noted when the patient was in a position like sitting, she was getting jolts when the stimulation goes from 3.0 to 3.6. It was also noted the patient had no stimulation sensation and a loss of therapeutic effect. Additionally, the caller stated she was not feeling stimulation turn off at times and it was not helping with the pain. The patient wanted to get their device checked by a representative for potential damage.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but they had not sought further help. It was noted that the patient still had a lot of pain and that the doctors thought more surgery may be required. It was noted that it was very difficult to recharge the unit. It was further noted that the doctor and manufacturing representatives thought the unit was at an angle. It was noted that the manufacturing representatives have also had a hard time tweaking the unit possibly due to pad in back also at an angle.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).